Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed dried blood and contrast present in the shaft and balloon. The balloon catheter was returned in a deflated state. A pinhole located in the middle of the balloon wall was confirmed. The area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 65% stenosed lesion was located in the mildly tortuous and calcified left anterior descending artery. The quantum maverick balloon catheter ruptured on the second inflation at 18 atms. The duration of the inflation is unknown. The quantum maverick balloon catheter was successfully withdrawn and the procedure was completed with another quantum maverick balloon catheter. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 65% stenosed lesion was located in the mildly tortuous and calcified left anterior descending artery. The quantum maverick balloon catheter ruptured on the second inflation at 18 atms. The duration of the inflation is unknown. The quantum maverick balloon catheter was successfully withdrawn and the procedure was completed with another quantum maverick balloon catheter. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4)